Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the image is hazy was unconfirmed. Both the console and probe are in good condition. There is not root cause as the issue could not be reproduced.

Event description:
It was reported a "haze" being visible on their sr8 the first time I saw it, it was pretty much a big strip vertically down the middle of the screen ¿ pretty much exactly where you need to look to see the blood vessel.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a "haze" being visible on their sr8 the first time I saw it, it was pretty much a big strip vertically down the middle of the screen ¿ pretty much exactly where you need to look to see the blood vessel.